Event description:
The nursing floor said that the pump was alarming occlusion constantly. When the biomedical engineer tested the pump he could not duplicate the occlusion alarm but he found the delivery to be inaccurate. The pump. When tested at 60 ml/hr, delivered 48 ml. The testing was done using an ida analyzer.